Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes and a "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's system board , blower motor and active exhalation control module were replaced to address the issues.